Manufacturer narrative:
Manufacturer¿s ref# (B)(4). D4) updated from zta-p-40-217 to zta-p-40-117. Summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of this event. The subject of this complaint is a 79-year-old male patient. Primary indication for thoracic endovascular aortic repair was taa (thoracic aortic aneurysm). The patient was treated with two zta-p devices. Besides that, abdominal aortic aneurysm is reported. Proximal and distal neck was reported with partial thrombus, with parallel neck shape, mild occlusive disease and mild calcification. Location of the device was proximal seal zone 2, left common/subclavian to zone 5, mid descending aorta to celiac. No evidence of device issues at the completion of procedure was reported. Aspirin was prescribed at time of discharge. 1-month follow-up CT (computer tomography) scan revealed a thrombus in the distally placed zta-p. No treatment was reported (related complaint). The thrombus remained on the further follow-up's (6-month, 12-month, 2-year, 3-year and 4 year) without any reported treatment. At the 4-year follow-up visit imaging revealed migration of the distally placed component (zta-p-40-117, complaint device). It was reported as an device issue because of suboptimal sealing, resulting in aneurysm growth. No treatment was reported (current complaint). Review of the device history record gave no indication of the device being produced out of specification. The device issue reported at the 4-year follow-up, is described as a device malfunction because of "poor sealing", which should have caused the migration. Since the reported migration occur more than three years after the procedure and no other device issues or endoleaks has been reported prior to the 4-year follow-up, it is assessed that the device has performed as intended. Per the instructions for use (IFU), it is noted to be outside the intended proximal and distal component combination, that two zta-p's are deployed in sequence. Over time it is expected that the anatomy of the aorta will elongate, and that aneurysms can expand despite successful thoracic endovascular aortic repair. The IFU describe that the devices may settle into the greater curve of the aneurysm over time and that extra length should be planned accordingly. In relation to this, it is recommended to use a combination of a proximal and distal device since the distal devices have an uncovered distal stent and fixation barbs. When this combination is used, an active fixation at both the proximal and distal fixation site is achieved. Based on the very limited information it has not been possible to determine an exact cause of this event. However, the cause of the poor sealing could be because of the incorrect planning/sizing in this case.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 16sep2024: could it be confirmed which device was implanted most proximal or most distal? Zta-p-40-217, lot# e3771939, was most proximal. Zta-p-40-217, lot# e3925443, was most distal. Was the thrombus on 1-month follow-up observed in both implanted zta devices? Thrombus was at the most distal stent (second one placed. It is noted that ¿suboptimal sealing of distal component of stent, resulting in distal struts into the aneurysm¿, could it be specified which device this is related to? Distal device. And whether it was an effect of device migration? Migration was caused by suboptimal sealing of the distal component of stent due to device malfunction.

Manufacturer narrative:
Manufacturer ref# (B)(4). G4) similar to device marketed under PMA/510(k). P140016 investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Synopsis: device issue at 4-year visit¿stent migration and suboptimal seal of distal component of stent; adverse event (ae) at 4-years¿stent migration, aneurysm growth. On (B)(6) 2020, the patient was routinely treated for a saccular thoracic aortic aneurysm with placement of the above zta devices. The procedure imaging notes the proximal edge of the graft fabric is in zone 2, but that the left subclavian artery was not covered. The 1-month follow-up imaging revealed a thrombus in the proximal component, however, the device information page shows both devices as the most proximal. The patient was taking aspirin. Imaging at the 6, 12-month, 2, 3, and 4-year follow-up visits provided the same information about the thrombus, and the patient was noted as taking aspirin at each visit. (B)(4) in addition, the 4-year follow-up visit imaging revealed device issues, specifically caudal device migration > 10mm and ¿suboptimal sealing of distal component of stent, resulting in distal struts into the aneurysm.¿ an ae was entered for stent migration and aneurysm growth for the same date as the 4-year visit. No treatment was provided. The event was considered related to the study device and procedure with description ¿stent migration and aneurysm growth.¿ patient outcome: the stent migration/aneurysm growth ae is noted as ongoing and led to a serious deterioration in health.